Event description:
It was reported that while using cautery it was noted that cautery was not working. It was noted by the surgical assistant that lighter size flames were coming out from the bovie machine. The circulating nurse took a towel and pulled the cord out of the machine. The cord was completely charred from the plug. A new cord and machine implemented. There was no harm to the pt.